Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, the patient experienced vagina wall wound disruption (grade3a) which required surgical treatment, endoscopic treatment and treatment by ivr (treatment that did not require general anesthesia). On (B)(6), the a-tvm procedure was performed. There was no problem immediately after the procedure. However, on (B)(6), the mesh was visually observed about 1mm from the cervical end side wound of the anterior vaginal wall. It was conservatively treated with estriol internal medicine, but the mesh exposed area gradually expanded on (B)(6). After removing the cervical fixation suture on (B)(6), the wound disruption stopped upon examination on (B)(6). The mesh is planned to be partially removed from the anterior vaginal wall opening and the wound is planned to be closed on (B)(6).